Event description:
It was reported that during an unrelated procedure, insulation damage was noted on the right ventricular lead. It was believed to be caused by use of cautery during the procedure. The lead was repaired and all measurements were normal before, during, and after the procedure. The patient was stable throughout and will continue to be followed normally.